Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code batch. Manufactured and distributed in the market (B)(4) units of this code batch. There are no units in stock. Received one open and used sample with the needle detached from the thread. Checking the needle of the open sample received, we have noticed that there are marks of a needle holder or other surgical instrument in the needle attachment area as can be seen in the enclosed picture. The needle has been damaged during handling and the thread broke in the attachment area causing the needle detachment most probably due to wrong handling. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Note: care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause them to lose strength and be less resistant to bending and breaking. Final conclusion: in spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Nevertheless, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: france it has been reported that the needle detached from the thread.